Event description:
It was reported that during a hysteroscopy, on the first firing the device locked out. The reload dropped into the pt and was retrieved. It was not reported how the procedure was completed.